Manufacturer narrative:
Information was received indicating that the event occurred during testing and no patient was involved.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed evidence of fluid ingression at the downstream occlusion sensor. Review of the event history log showed the pump displayed multiple occurrences of "no disposable" alarms. Functional testing involved simulated use and visual inspection. The reported issue of alarming with blank screen was not able to be duplicated during the investigation. During simulated use testing the pump was found to alarm with a double beep after it was powered up with a disposable attached and, when the cassette was removed, the pump did not alarm for "no disposable attached." The upstream occlusion was recalibrated and the downstream occlusion sensor was replaced to address the issue. The problem source was not established.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed with a blank screen. No adverse effects were reported.